Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, compromised immune resistance, uncontrolled endocrine illness, sinus perforation, bone resorption, infection, swelling. Patient came in swollen #9, cyst at apex of implant.